Manufacturer narrative:
Concomitant medical products 5076-52, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.